Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the controller keeps saying, 'get a new battery', they spoke with their rep and was told to call to request a new battery pack. Agent reviewed information. Pt said they were getting that message when they charged the implantable neurostimulator (ins). Pt mentioned they tried to charge the implant maybe 2 to 3 weeks ago then the implant went 'dead', about 3 days ago when they tried to charge the implant, that's when they first saw the 'get a new battery' message even when the controller was at 100%. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller and recharger. Agent had pt to clean the connection pins and start the ins charging session. Pt said they saw the data has been lost message. Agent reviewed information. When pt tried to charge the ins, they got the battery low replace controller batteries soon message. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the controller. Historical event: pt mentioned that they had a surgery '(B)(6) 2025' for their back so they turn the device off before the surgery. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. Pt stated they went back to have a surgery done on their leg, 'blocked arteries' and now that they healed, they wanted to go back with their stimulator. Pt also mentioned they had their final back surgery and feel good now but during their recovery they developed problems with their leg, so they haven't used the device because they decided to heal up first. Pt mentioned they had an implant in 2011; they were 225 pounds and now they are down to 180 pounds. Pt said the implant in their back was 'right in the muscle, just under the skin', when their back started to ache, it aches around the implant. Patient (pt) said they called their doctor to ask if they need to get the implantable neurostimulator (ins) removed or replace. Pt tried to use the device for a week or 2 before they can tell on what the best decision will be.